Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a scratch mark in the valve casing was noted. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100 with lot ckddb6, conformed to the specifications when released to stock in 24th april 2009. The root cause of the corrosion could not be clearly determined. The root cause of the scratch mark is probably due to the valve receiving some form of impact, this however could not be determined. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
The customer reported that after MRI the stator was dislodged.